Manufacturer narrative:
Eval summary: the results of the investigation indicate that the returned devices conform to spec. The distal augment and locking screw were dimensionally inspected and found to be within spec for the relevant dimensions which could have contributed to the reported event. Functional tests were performed with a no. 2 right triathlon ts femoral implant which incorporates the use of no. 2 right triathlon ts femoral distal augments. The reported event could not be replicated since the returned distal augment was able to fully seat on the implant while the locking screw was able to thread into the implant without any difficulties.

Event description:
It was reported that, middle of total knee revision, already trialed and when assembling a distal femoral augment onto the femur, was not able to get the augment to fit on the femur.